Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime and insulin pump received error alarm. The customer¿s blood glucose was 150 mg/dl at the time of incident and customer declined troubleshoot for high blood glucose level. The drive support cap was normal. The insulin pump will be returned for analysis.